Manufacturer narrative:
H3: product analysis of the bur found that visually, the inner shaft was broken 2.52 inches from the distal end of the inner hub when returned. There were scratches and indentions on the outside diameter of the shaft that were consistent with tool marks. Additionally, there was deformation in the distal outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.330 inches in the undamaged area and up to 0.353 inches in the deformed area which was out of specification. There were traces of wear on the hub bushing. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the drill bit was stuck in m5 handpiece. Analysis results of the handpiece confirmed that there was broken bur stuck inside housing. The bur was being used on the patient, and when tried to remove the bur it was realized the bur was broken. There were fragments detached from the broken bur but they have not came in contact with the patient. And there was no patient impact.